Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges they have a dry throat and "suspected that this incident is associated with the usage of the device." Their "device was replaced by a new CPAP device on (B)(6)2023." There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges they have a dry throat and "suspected that this incident is associated with the usage of the device." Their "device was replaced by a new CPAP device on (B)(6) 2023." There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. A device was returned to a third-party service center for investigation. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam particles. The device was scrapped.